Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator. The reason for call was pt says they were in the hospital for 2 weeks and now are in rehab, and says it was due to a kidney stone and had sepsis. They said they found they couldn't charge the implant (ins) since a couple days ago, since its been awhile since they last charged ins. Pt says the therapy works great for their legs. During the call they started a passive recharge mode (prm) session and got 83 for the high number. After 1 cycle the ins still didn't pick up and charge, so they started a new prm session and this time got 95 for the high number. Pt will continue prm session and if it doesn't start charging ins they will call back.  Pt called back saying they tried charging after the call and today, but still couldn't start charge like normal. Pt examined recharger and controller port but didn't see any damage. Pt reset controller and tried to unlock without recharger, but saw no device found. Pt attempted to start a recharge session and after entering passive recharge mode, reported middle number 95. Agent reviewed as external equipment was not damaged and patient was getting high number in passive recharge, to follow up withdoctor/rep in person to try and get implant charging as patient was still stuck in passive recharge. Patient said previous doctor left the practice and they didn't have a managing doctor at the moment, but would contact their primary doctor. Agent reviewed role of rep, provided phone number for doctor's office and emailed listings to patient. Patient called back and stated they have tried everything but cannot get the implant to charge up. Patient stated they spoke with the medtronic rep and after attempting passive recharge mode for 30 minutes without success the rep recommended calling patient services. Patient examined the recharger for damage; patient denied visible damage. Agent sent email to repair to replace the recharger. Pt called back stated they received the replacement recharger but the controller will not respond when connected to the recharger or the ac power supply. Technical services (tss) reviewed information and sent an email to repair to replace the controller. Additional information was received from the manufacturing representative (rep). Rep met with pt today and accessed passive recharge mode with the pt with two separate controllers and two separate recharger paddles. Rep entered and maintained passive recharge mode for 4 session on each controller and paddle, but ins remained in passive recharge mode. The medtronic (mdt) rep. Confirmed using replacement controller and using their own recharger the mdt rep. Had in their possession. Mdt rep. Performed enable/disable device feature and confirmed "no device response" on tablet. Tss understood the ins was still depleted and could not be interrogated with tablet. Tss had mdt rep. Read serial number of pt's paddle that was used during today's session, and discovered the paddle was the old paddle that was used for the call with pt on 05-dec, so tss suggested using the replacement paddle with the replacement controller. Tss had mdt rep. Enter passive recharge mode and the numbers were 69, 92, 92. Tss suggested waiting in passive recharge mode for at least 20-30 minutes and call back if the issue persisted. Rep called back with patient and stated she was still unable to get the patient's ins out of passive recharge mode. Rep states she disabled and re-enabled the controller twice without success. Tss had rep do this once more on the call, but the same screen appeared. Rep confirmed the patient's new antenna was being used, and the rep also stated they tried a spare antenna too. Rep states that while in prm, the numbers 92, 93 and 93 appeared. Rep is not connected to the patient's ins in order to obtain logs. Ts sent email to spinal cord stimulator (scs) principal. Ts also sent email to rep and provided this case number for future reference. Rep states the patient has been in prm for 2 1/2 hours. Additional information was received from a manufacturer representative (rep). It was reported that the issue has not been resolved. After getting the follow up call the rep was told to wait. Technical services (tss) stated more information was required from the patient to move forward with resolving the issue or at least determining what the issue is. Additional information was received from a manufacturer representative (rep). It was reported that the patient (pt) has not had any falls or trauma at implantable neurostimulator (ins) site. Pt did have kidney surgery prior to issue starting. Pt did subsequently have lithotripsy, but this occurred after issue started. Tss consulting with engineering further.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller was (B)(6) calling on (B)(6) stating the patient's (pt) stimulator was not working since november. They had been sent new equipment and was working with a rep (B)(4) in person but was not gaining any ground, the caller wanted tin ignite a fuse to get things going. The pt was in pain for 3 months and was limiting mobility which was not okay. Caller said (B)(4) talked to a tech who was supposed to get reports but the rep did not hear anything. Caller was redirected to healthcare professional and agent emailed (B)(4) in tech to see if there was an update.